Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: rcis. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo received the following reported information: the tr band did not hold air. A second tr band was used to achieve hemostasis. No blood loss was reported. The band immediately deflated after sheath removal. The location of the leak was unknown. The procedure was unknown and the amount of air injected into the tr band was unknown.